Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. Device software was downloaded successfully and the device resumed normal functioning. The device was explanted and replaced on (B)(6) 2017 due to normal elective replacement indicator. No additional information was available.

Event description:
New information on (B)(6) 2017 noted that the patient was lost to follow-up for several years and the patient¿s device was in back-up vvi for several years. The device was replaced on (B)(6) 2017 without incident. The patient¿s status was normal.